Event description:
It was reported that the customer had a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Customer did had apple juice to address their low bg. Reportedly, the customer went to the emergency room, but their bg had started to increase so there was no medical intervention provided only monitoring. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.